Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly resulting in the pump time being incorrect. The incorrect pump time led to the incorrect personal profile time segments to be active during the day which resulted in a low blood glucose (bg) level. The customer was treated by paramedics and was transported to the emergency room (ER) with a bg level ranging from 37 to 47 mg/dl. Glucagon and intravenous fluids were administered by a health care provider to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.